Manufacturer narrative:
(B)(4). Batch # r9221y. Investigation summary: the device was received with the upper distal rollers missing not returned. In addition the blade was slightly buckled. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the limb salvage procedure, the clamp jaws did not lock and it did not close. No patient consequence reported.